Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer was assisted with troubleshooting for air bubbles. The customer's blood glucose was 288mg/dl at the time of the incident. The customer was instructed to disconnect at the quick release. The customer stated that air bubbles were approximately .5 inch plus several small bubbles. The customer stated they noticed the air bubbles in the tubing during therapy. The customer was unable to remove the air bubbles and did not want to continue troubleshooting. The reservoir will not be returned for analysis.